Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens tore. The lens was removed without enlarging the incision. No patient injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that both lens haptics were torn off along with part of the lens optic. The cq cartridge-fp was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.